Event description:
It was reported by service report that the right siderail was not latching and the brakes would not remain engaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Caster tube brake pin guide.